Event description:
It was reported that during a removal of abthera, roux-en-y reconstruction with retrocolic antiperistaltic handsewn gastrojejunostomy and isoperistaltic handsewn jejunojejunostomy, 16 fr jejunostomy tube placement with primary fascial closure, when the ligasure was plugged into the cautery machine, it errored with "invalid instrument" and would not allow to use the ligasure. The instrument was removed from the field and replaced with another ligasure impact, that worked. The ligasure was processed by stryker. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).